Event description:
It was reported that the recorder was showing asystole event consistent with undersensing. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The programmer s2d file (B)(4) shows undersensing with twenty-seven episodes for asystole of various duration from three seconds to two minutes and twenty-seven seconds between (B)(6) 2012 and (B)(6) 2012.